Manufacturer narrative:
Review of primary relayed a bilateral total knee arthroplasty; the right knee was addressed first, following by the left knee which utilized an identical procedure and yielded the same results. Trial components revealed excellent restoration of alignment, stability, and motion from 0 to 120 degrees. Final components were cemented into place using a pressurized technique and assessed reduction again. Review of radiology report dated (B)(6) 2014 states that the x-rays show definite posterior lucency of the left knee. Review of radiology report dated (B)(6) 2014 states that the x-rays who obvious loosening of the femoral component. Review of bone scan results indicates that there is minimal uptake adjacent to the femoral component. Review of office visit report dated (B)(6) 2014 indicates bone scan results were positive and x-rays taken during this visit reported obvious loosening of the femoral component. Review of revision operative notes confirms patient underwent a left revision total knee arthroplasty due to a failed total knee. It was reported that gross inflammatory changes were observed most consistent with osteolysis but not exclusive of infection or metal sensitivity. The femoral component was found to be totally loose. The patellar component was eroded and in process of being loosened. It is likely that the observed osteolysis contributed to the loosening, but a definitive root cause cannot be determined with the information provided. Device history records were reviewed and no deviations or anomalies were found.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that patient underwent a revision due to pain and loosening of the femoral component.